Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for creatine kinase (ck). The sample initially resulted as 1038 u/l and this value was reported outside of the laboratory. The initial result was questioned by the physician. The sample was repeated and resulted as 83 u/l. The repeat result was believed to be correct. The patient was not adversely affected. The ck reagent lot number was 61306001, with an expiration date of (B)(6) 2016. The field service representative replaced the sample probe. The customer ran samples and received no errors.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Pre-analytical preparation of the sample is considered to be the most likely cause as the centrifuge settings were found not to be done according to manufacturers recommendations.